Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, on the first firing, the surgeon placed the device on the antrim of the stomach, waited fifteen seconds and fired the device as indicated. Two staples on the outer row at the distal staple line appeared to miss the anvil entirely and were completely unformed. The two inner rows appeared to form correctly. The procedure was completed laparoscopically with the surgeon over sewed the staple line with a 2.0 vicryl stitch. There were no patient consequences.